Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. No complications were reported since the time of implant. It was reported that during a routine follow-up the angiogram showed that the stent graft has migrated distally 4 cm from the level of the lowest renal artery with no endoleak present. The cause of the migration is likely due to disease progression that dilated the aortic neck. The physician implanted a 36 endurant aortic cuff within the proximal portion of the aneurx bifurcated stent graft and that successfully resolved the stent graft migration. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (migration); patient's condition affected effectiveness of device (disease progression; aortic neck dilatation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression; aortic neck dilatation).